Manufacturer narrative:
The customer¿s report of an overinfusion of insulin was confirmed. A partial pcu event log was received which prevented identification of the profile in use or the drug selected. Analysis of the log shows that an unidentified medication, believed to be insulin, was infusing at 1ml/hr. At 2:46 am on 28 march 2018 the user changed the rate to 10ml/hr and the vtbi to 10ml. The infusion continued at that rate until it was changed back to 1ml/hr at 8:50 am. The infusion then continued until 10:29 am when the device was channeled off. The volume recorded as being infused between 12:43 am and 10:29 am on 28 march 2018 was 64.336ml. The root cause of the overinfusion was user programming. No device was returned for investigation.

Event description:
The customer reported that the insulin infusion rate increased from 1 unit/hr to 10 units/hr unexpectedly. No patient harm was reported. The customer requested an event log review to check if a basic infusion or insulin was selected for programming.